Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. No blank display or stuck button alarm during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on (B)(6) 2025 at 12:52:00.000, replace battery alert on (B)(6) 2025 at 22:23:00.000, replace battery now alarm on (B)(6) 2025 at 22:54:00.000 and stuck button alarm on (B)(6) 2025 at 23:14:15.000 and 23:40:27.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor, keypad flex tail, battery tube, vibrator and the battery tube connector plugged in properly to j7/pcb 1; however, found corroded keypad traces. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched keypad overlay and scratched case. Blank display not confirmed. Pump expose to moisture damage confirmed. Stuck button alarm confirmed in the pump history due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the blank screen appeared after it got a stuck button alarm, stated that the pump was dropped in the toilet, and got wet. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, and there is no visible fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. Troubleshooting was performed for the blank display, and the display was blank at the time of the call. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.